Manufacturer narrative:
No components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the site had been having issues with the tube rotation on their system. The field service engineer on site attempted to re-home the system, but received a collimator error. There was no patient present.